Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD); there was an alert for out-of-range r-wave amplitude. Review of the device data indicated that the shock impedance was high, between 109 ohms and 120 ohms; however, it had gone as high as 139 ohms. Technical services recommended further evaluation of the ICD system. It was noted that the situation had been ongoing for several years and that physical maneuvers were performed at every follow-up to evaluate the system integrity. The ICD and right ventricular lead remain in service and no adverse patient effects were reported. It was additionally reported that there had been some magnet applications prior to the device alert which caused the ICD to emit tones.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.